Manufacturer narrative:
Lot 15057332: (B)(4).

Event description:
The following information was reported to gore through the pivotal study for the gore® tag® thoracic branch endoprosthesis: on (B)(6) 2017, pre-implantation imaging identified a zone 2 thoracic aortic aneurysm with a maximum diameter of 61 mm and length of 17 cm. Reportedly, imaging did not identify significant calcium and/or thrombus at the proximal or distal implantation sites. On (B)(6) 2017, the patient underwent treatment of the aneurysm, distal to the left common carotid artery ostium and proximal to the left subclavian artery, with four gore® tag® thoracic branch endoprostheses and a conformable gore® tag® thoracic endoprosthesis. According to the report, the left subclavian artery was the intended branch vessel to be treated. Successful access and delivery to the intended implantation site and retrieval of the device delivery system was reported. No significant blood loss was reported, nor was a transfusion of blood products administered during the implant procedure. Reportedly, a spinal drain was placed to prevent paraplegia. The devices were implanted as intended and the procedure was concluded with no reported complications and the patient was reported to have tolerated the procedure. Final angiography showed exclusion of the aneurysm, full patency of all devices with no evidence of endoleak. It was reported, on (B)(6) 2017, the patient was discharged home. According to the report on (B)(6) 2017, follow-up imaging identified a new dissection immediately distal to the tag device implanted in the treated segment. Reportedly, the patient had no history of previous aortic dissection. It was reported, the cause of the dissection is unknown but believed to be related to the endovascular procedure and not related to the gore devices. As of this report the dissection remains untreated. No further adverse events were reported.

Manufacturer narrative:
B.5. Updated.

Event description:
The following information was reported to gore through the pivotal study for the gore® tag® thoracic branch endoprosthesis (tbe device): on (B)(6) 2017, pre-implantation imaging identified a zone 2 aortic aneurysm with a maximum diameter of 61mm and length of 17 cm. Reportedly, imaging did not identify significant calcium and/or thrombus at the proximal or distal implantation sites. On (B)(6) 2017, the patient underwent treatment of the aortic aneurysm, distal to the left common carotid artery ostium and proximal to the left subclavian artery, with four gore® tag® thoracic branch endoprostheses (tac084015c/15717802, tsb081506c/15348362, tsb081506c/15348353 and te4043c/15767541) and a conformable gore® tag® thoracic endoprosthesis (tgu454510/15057332). According to the report, the left subclavian artery was the intended branch vessel to be treated. Successful access and delivery to the intended implantation site and retrieval of the device delivery system was reported. No significant blood loss was reported, nor was a transfusion of blood products administered during the implant procedure. Reportedly, a spinal drain was placed to prevent paraplegia. The devices were implanted as intended and the procedure was concluded with no reported complications. The patient tolerated the procedure. Final angiography showed exclusion of the aneurysm, full patency of all devices with no evidence of endoleak. It was reported, on (B)(6) 2017, the patient was discharged home. According to the report on (B)(6) 2017, follow-up imaging identified a new dissection distal to the treated segment. Reportedly, the patient had no history of previous aortic dissection. It was reported, the cause of the dissection is unknown but believed to be related to the endovascular procedure and not related to the gore devices. On (B)(6) 2018 two additional conformable gore® tag® thoracic endoprostheses were implanted to treat the dissection. The patient tolerated the procedure.